Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The nurse reported via phone call that the customer had a critical pump error alarm on the insulin pump. The nurse stated the alarm could not be silenced. Customer's blood glucose was unknown. The nurse also reported the customer was hospitalized on (B)(6)2015 for diabetic ketoacidosis. Customer's blood glucose was 26 mmol/l at the time of admission. The customer was wearing the insulin pump at the time of the hospitalization. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was able to download to carelink successfully. The insulin pump powered up properly after battery installation and the operating currents are within specifications. No critical insulin pump error alarms noted. However, the insulin pump was received with minor scratched lcd window.